Manufacturer narrative:
A mz1000-br product was not available for investigation; however, the customer indicated the complaint sample was from lot 22025966. The feedback provided by the customer suggests blood backflow was detected beyond the maxzero device during infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025966 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that during use with bd maxzero¿ needle-free valve blood backflow occurred during infusion. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: backflow of blood with activated infusion pump.